Event description:
It was observed during device evaluation, the subject device had damaged cable insulation. In addition, the image had dead pixel and a flickering image due to faulty cable. There was no patient involvement.

Manufacturer narrative:
A visual inspection and functional tests to assess the device status were performed. As noted in section b5, it was found the cable insulation was damaged. In addition, dead pixel, and flickering image due to faulty cable was found. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A labeling review was conducted. No anomalies were found. Olympus will continue to monitor the field performance of this device.